Event description:
The chest tube became dislodged from the MFR's hub. Each end of the connection was cleaned with chloraprep and put back together and reinforced with steri strips. The chest tube separated again and the chest tube was replaced. The chest tube had been connected to water seal at the time of the catheter separation. Air reaccumulated and the chest tube was replaced. No info was provided regarding pt outcome.

Manufacturer narrative:
(B)(4) - no info was provided regarding outcome of the pt. (B)(4) - separates is not labeled. The complaint device was returned in a used and contaminated condition. Separation of the hub was confirmed. A small portion of the flare remained with the shaft and the remainder was still trapped between the cap and adapter. The rest of the catheter was unremarkable. Appropriate design control activities have been completed. An IFU is provided with this device. The root cause of the separation is unk. Unfortunately, no lot number was provided, thus the date of manufacture cannot be determined. It is possible that the catheter was exposed to forces above what would be expected under typical circumstances. Additionally, recent tensile testing of similar devices demonstrated that the catheters met all force at break requirements as specified in (B)(4). Although not an output of this investigation, in an effort to minimize reports of this nature, an engineering project was initiated which includes additional process controls and design improvements. This project was completed (B)(6) 2010. We will continue to monitor for similar complaints. Appropriate internal personnel have been notified.